Event description:
The patient was injected with 1.5cc of radiesse on (B)(6) 2012 in the nlf. The radiesse syringe was mixed with 0.1cc of 2% plain lidocaine. The patient came in on (B)(6) 2012, and her face was very swollen on left side only. Dr. (B)(6) saw the patient and prescribed 500mg of keflex for 10 days (40 tablets). The patient was also told to use bacitracin ointment 30g 3 times a day.

Manufacturer narrative:
(B)(4). Ten days post prescription the patient had cleared (resolved).